Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 02-dec-2024 and forwarded to millyard advanced medical products, llc on 03-dec-2024. The pah clinical specialist reported the patient was admitted due to pump malfunction. The pump was dry though the cassette was changed, and no alarm was observed. The patient exhibited symptoms of withdrawal and was administered IV remodulin treatment. The patient was reportedly cyanotic with low oxygen levels, and experienced diarrhea, headache, dizziness, and joint or extremity pain. The patient left the hospital against medical advice but was later readmitted with their replacement pump alarming for occlusions. The patient changed their site, and no further alarms were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation.